Manufacturer narrative:
The last calibration performed on 10-apr-2019, calibration signals are slightly higher than expected. There were no alarms on the calibration. Quality controls were within range. Control data showed no indication of an instrument or reagent performance issue. The sample clotting time appeared to be too short and the centrifugation conditions did not appear to be correct. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys prolactin ii assay on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a prolactin value of 0.233 ug/l, repeating as 45.4 ug/l. No adverse events were alleged to have occurred with the patient. The prolactin reagent lot number was 334429, with an expiration date of 31-dec-2019.